Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll for evaluation, and no log files or clinical data were provided for review. The customer reported shipping the device on 03/18/2026 but did not provide tracking information. Follow-up requests were unsuccessful. The current status of the device is unknown, and the complaint will be closed as no product returned and will be reopened if the product is received.